Event description:
Chronically low r waves noted. All atrial tachyarrhythmias therapies disabled on (B)(6) 2023, because atrial lead position check failed. Atrial lead. Atrial over sensing during nonsustained ventricular tachycardia episodes noted on the atrial lead during the nonsustained ventricular tachycardia episodes. Reference report: mw5154952.